Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformance's that would contribute to the subject complaint.

Event description:
A patient underwent mitral valve repair/replacement (mvr) via right mini-thoracotomy with concomitant left side cardiac ablation and left atrial appendage electrical isolation (laae). A pro235 clip was successfully deployed through the transverse sinus and placed at base of left atrial appendage (laa). The heart initially demonstrated normal function however, contractility subsequently declined, prompting placement of an intra-aortic balloon pump (iabp). The patient then developed ventricular fibrillation (vf), requiring cardiopulmonary resuscitation and defibrillation. After restoration of cardiac rhythm, the procedural approach was converted to median sternotomy, and the clip was removed. The patient stabilized and the balloon pump was subsequently removed. There were no further reported complications after intervention. There was no reported device malfunction, and the adverse event was the result of a procedural complication.